Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced blood glucose levels (approximately 400 mg/dl). Troubleshooting was performed and pump appears to be functioning as expected. Reportedly, customer's infusion site appears to be puffy and irritated after being removed. Customer changed the cartridge and delivered a manual injection to stabilize blood glucose levels.